Event description:
It was reported that the patients ipg was no longer holding a charge and ipg was hot during charging. The patient underwent an ipg replacement procedure and was doing well with good coverage postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.